Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Inspection of the machine did not identify any malfunction. The flow rate and ultrafiltration amount were adjusted and the machine functioned as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. The ultrafiltration volume was set at 4500ml. At the end of treatment, the patient's weight increased by 2.1kg. There was no report of patient injury or medical intervention associated with this event. The patient completed treatment on a different machine. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.